Manufacturer narrative:
An event regarding plate fracture involving a d/m 10 in ss broad comp plate was reported. The event was confirmed. Device evaluation and results: a material analysis confirmed that the plate fractured in fatigue. No material or manufacturing defects were observed. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: ¿root cause for development of an overload condition near the fracture is an adverse mix of patient related factors regarding delayed fracture healing in combination with procedure-related factors regarding type and characteristics of the osteosynthesis including a bone defect condition in the fracture since time of osteosynthesis causing the plate to be loaded in bending and compression in stead of acting like a tension band¿ this pi case is not device-related.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the investigation concluded that the fracture was caused by a mix of patient related factors regarding delayed fracture healing in combination with procedure related factors regarding type and characteristics of the osteosynthesis including a bone defect condition in the fracture causing the plate to be loaded in bending and compression.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The doctor reported to sales rep that a implanted plate was broken after 4 months of implantation.

Event description:
The doctor reported to sales rep that an implanted plate was broken after 4 months of implantation.